Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported by a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) that they recently read a case study about a patient in spain that received inappropriate shock therapy while swimming in a pool with a saline chlorination electrolytic pool cleaning system. A search for journal articles found the case study in question. A 17-year old patient from switzerland was swimming in a pool of salty water in spain. The patient received two appropriate shocks for fast sustained ventricular tachycardia (vt) and 22 seconds of vf. The case study noted the impact of the salt water was twofold; low, out-of-range shock impedance measurements of 24 ohms and a painful red area on their chest. It was believed the electrical current might have travelled from the subcutaneous lead, which is very close to the surface of the skin, through the salty water to the s-ICD generator, resulting in a reduced energy shock being delivered to the heart and explaining the lesion on the chest. The first low impedance shock induced ventricular fibrillation, and the second converted the patient back to sinus rhythm. A device check after the patient returned to switzerland found no issues with system placement or function. It was reported that two months later the patient received another appropriate shock for fast vt while skiing, where the shock impedance measurement was normal at 64 ohms. The patient was converted back to normal sinus rhythm after one shock, and no redness of the skin occurred. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported by a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) that they recently read a case study about a patient in spain that received inappropriate shock therapy while swimming in a pool with a saline chlorination electrolytic pool cleaning system. A search for journal articles found the case study in question. A17-year old patient from switzerland was swimming in a pool of salty water in spain. The patient received two appropriate shocks for fast sustained ventricular tachycardia (vt) and 22 seconds of vf. The case study noted the impact of the salt water was twofold; low, out-of-range shock impedance measurements of 24 ohms and a painful red area on their chest. It was believed the electrical current might have travelled from the subcutaneous lead, which is very close to the surface of the skin, through the salty water to the s-ICD generator, resulting in a reduced energy shock being delivered to the heart and explaining the lesion on the chest. The first low impedance shock induced ventricular fibrillation, and the second converted the patient back to sinus rhythm. A device check after the patient returned to switzerland found no issues with system placement or function. It was reported that two months later the patient received another appropriate shock for fast vt while skiing, where the shock impedance measurement was normal at 64 ohms. The patient was converted back to normal sinus rhythm after one shock, and no redness of the skin occurred. No adverse patient effects were reported. The device remains implanted and in service. Additional review of the complaint database found this observation was already reported at the time the event occurred. Please reference MDR # 2124215-2019-02040.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.